Event description:
Haemonetics received a complaint on (B)(4) 2012 for a cardiopat device with the description "battery not holding charge." No patient/operator injury associated. This complaint did not warrant a higher level review complaint based on this description.

Manufacturer narrative:
Upon evaluation of the device on (B)(4) 2012, evidence of fluid ingress was noted with damage to electrical components and the complaint was escalated. The electrical components damaged and replaced due to ingress were the top deck distribution board, power supply, ac line filter, and compressor. The device was cleaned and will be upgraded. (B)(4).